Event description:
(The patient) open a new blister and wore a new surevue. In the evening they had the feeling that dirt was in their eye. Patient took the lens out and cleaned it. When they got home they cleaned the lens again and went to bed. After 3 hours they woke up in pain and went to an eye clinique. They prescribed gentamizin-pos and pain killers. They found out that their cornea has a cut." Additional information reveals pt has central corneal scar and continued photophobia.